Event description:
The customer reported the cysto-nephro videoscope did not pass the leakage test during reprocessing. Reprocessing was unable to be completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the biopsy channel. It was unknown if the foreign material was rust or blood. The report is being submitted due to foreign material in the biopsy channel found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pierced universal cable. Also, evaluation found the bending section cover adhesive was separated, the connecting tube was scratched, the connecting tube protector was damaged, the paint of the grip unit was peeled off, and the cable tube unit was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus determined that the foreign material was rust. A root cause cannot be specified. The event can be detected/prevented by following the instructions for use which state: "¿ do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force." Olympus will continue to monitor field performance for this device.